Event description:
Approximately eleven months after the implantation, the site reported that the patient had reduced vad flow estimations with alarms; no symptoms were reported. The patient had a history of anticoagulation changes related to heparin-induced thrombocytopenia and dental work a week before. The patient underwent pump exchange. The patient's surgeon reported evidence of thrombus; but specific details regarding its location were not provided. The patient's condition improved and he was discharged approximately three weeks after the initial onset of this event. The event was reported to be related to the recent interruption of the patient's anticoagulant therapy and his history of atrial fibrillation by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed a sudden and sustained drop in vad estimated flows, as well as "low flow" alarms that correlate to the reported event. The physician feels that event may be related to thrombus originating from the atrium due to the patients history of atrial fibrillation and alterations in anticoagulation related to dental work. Investigations of complaints with similar circumstances were reviewed; a sudden and sustained drop in estimated flows may be obstruction of the inflow cannula, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.